Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49 or 68 alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error after battery change. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.